Event description:
According to the customer, all of the cells were found in the waste bags (b&c). The selected cells from this procedure were to be further manufactured in preparation for a patient treatment. The customer provided the following detail as part of our investigation as to the possible cause of the low yield and purity. Only error codes encountered were during priming of the disposable set. All were ec75 and able to be resolved without baxter assistance.- starting product =5.2x 10>10 white blood cells- negative fraction = 3.8x 10>8 white blood cells - waste bag b~ 2.8x 10>10 white blood cells,- bag c ~2.8x 10>10 white blood cellsadditional information gathered:- age of the apheresis product was less than 24 hrs.- platelet count - 4.49x10e10- no clotting or clumps noted in tubing, primary chamber, or spinning membrane- customer noted that the negative fraction (unselected cells) in the a bag was completely clear. Not what is usually observed.- reagent kit lot: la09005aa exp. 04/16/2010- cd34 analysis was not performed on either waste bag nor the negative fraction bag.- no noise observed coming from the spinning membrane- isolex run time: about 3.5 hrs- the disposable set is being held for investigation pending receipt of a shipping container.

Manufacturer narrative:
(B)(4). The customer's completed data run sheets were received for evaluation. It was identified during the review that the root cause of the purity/yield issue cannot be attributed to the apheresis product or error codes which occurred before the selection procedure started. Operator error when loading the reagents is also ruled out since all of the cd34+ cells would have been found in negative fraction bag a with all other non-target cells. Operator error to open and close the clamps to bags b/c and bag a at the appropriate times is unlikely since the volume in bag a aligns with the expected volume from collecting the negative fraction and 3 chamber washes. Also, it was noted by the operator that the negative fraction was atypically devoid of rbc. The isolex disposable set was received for evaluation at baxter mountain home. The manufacturing facility completed a visual inspection of the sample with correct assembly noted. All parts of the kit were pressure tested underwater at 8 psi with no leaks noted. All parts were clear-passage tested with no blockage noted. Due to the condition of the sample returned, no further testing could be performed. The complaint could not be confirmed in the lab. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Units are 100% inspected pre and post sterilization by production. Quality performs an s-3 per batch for in-process finals. No root cause could be determined for this complaint.

Manufacturer narrative:
This is a purity/yield issue that was determined after the patient product was run. There is no information of any patient adverse outcomes at this time. It is currently unknown if they were able to run enough product to obtain an adequate dosage for the patient and if the engraftment was successful. As in all cases of purity/yield issues, there is the potential of the loss of cells. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the patient's outcome.a follow-up report will be submitted upon completion of the investigation.